Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16839. It was reported that an asymptomatic patient presented to a post-implant check with their left ventricular lead failing to capture. An x-ray showed that the lead had dislodged. An attempt to reposition the lead during the same day, resulted in the lead dislodging. The old lead was explanted and a new one was implanted. However, the second lead also dislodged near the end of the procedure. The second lead was exchanged for a competitor lead to complete the surgery. Patient was stable after the procedure.